Manufacturer narrative:
(B)(4). No sample was returned for evaluation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record (DHR) and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (B)(4)): dosen't infused. Solution used is 16g tagocilline.

Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our manufacturer accordingly. A follow up report will be provided when their statement is available. (B)(4).